Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia.

Event description:
A healthcare provider reported a hospitalization involving a patient who experienced multiple non-severe hypoglycemic episodes. The patient was admitted from (B)(6) 2026, following an emergency consultation for recurrent hypoglycemia occurring in the context of abdominal pain worsened by food intake and associated with nausea and slow intestinal transit. During the hospitalization, multiple hypoglycemic episodes were observed without loss of consciousness. Clinical evaluation indicated unbalanced diabetes likely related to reduced oral intake secondary to abdominal symptoms, with no underlying infectious, inflammatory, or metabolic etiology identified. Management included adjustment of insulin therapy, specifically reduction of basal rates and modification of the midday carbohydrate ratio, which resulted in satisfactory glycemic control. Supportive treatment for slow intestinal transit was continued, and symptoms improved over the course of the hospital stay. The discharge diagnosis was hypoglycemia. Outpatient follow-up was recommended, with consideration of additional evaluation if abdominal symptoms persisted.